Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 2 months after dental implant was installed in intraoral region 26#, its non-osseointegration was observed. 20ncm of primary stability was achieved and immediate load and immediate implant procedures were performed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). ¿ the dentist reported that 2 months after dental implant was installed in intraoral region 26#, its non-osseointegration was observed. Twenty ncm of primary stability was achieved and immediate load and immediate implant procedures were performed.